Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on (B)(6) 2021.this spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhagic bleeding') in an adult female patient who had essure (batch no. A69939) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), abdominal pain upper ("stomach pain"), musculoskeletal pain ("joint pain, muscle pain"), alopecia ("hair loss"), tooth loss ("tooth loss"), fatigue ("fatigue"), stress ("stress"), headache ("headaches"), blindness ("loss of vision") and disturbance in attention ("loss of of concentration"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, abdominal pain upper, musculoskeletal pain, alopecia, tooth loss, fatigue, stress, headache, blindness and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, blindness, disturbance in attention, fatigue, genital haemorrhage, headache, musculoskeletal pain, stress and tooth loss with essure. Diagnostic results (normal ranges are provided in parenthesis if available):body weight was reported to be 75 kgs. Lot number: a69939 manufacture date: 2012-11 expiration date: 2015-11 quality-safety evaluation of ptc:no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes:on 28-oct-2021: quality safety evaluation of ptcwe received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhagic bleeding') in an adult female patient who had essure (batch no. A69939) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), abdominal pain upper ("stomach pain"), musculoskeletal pain ("joint pain, muscle pain"), alopecia ("hair loss"), tooth loss ("tooth loss"), fatigue ("fatigue"), stress ("stress"), headache ("headaches"), blindness ("loss of vision") and disturbance in attention ("loss of concentration"). The patient was treated with surgery (essure removal). At the time of the report, the genital haemorrhage, abdominal pain upper, musculoskeletal pain, alopecia, tooth loss, fatigue, stress, headache, blindness and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, blindness, disturbance in attention, fatigue, genital haemorrhage, headache, musculoskeletal pain, stress and tooth loss with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.